Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/20/2009, 01/21/2009, and 02/05/2009 by phone, fax, and mail. A completed questionnaire was received on 01/30/2009.

Event description:
A surgeon reported a patient experiencing an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon is planning to rotate the iol. In the opinion of the surgeon, the device did not cause/contribute to the event.